Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent novasure procedure on (B)(6) 2022, which could not be successfully completed. As indicated, with the first device, the cavity integrity assessment (cia) test could not pass. They decided to use a second device which could not pass as well. The physician decided to do hysteroscopy and a perforation on fallopian tube was observed. The procedure was immediately stopped. The patient was doing well. She was kept in the hospital for one night observation. Additional information received was indicating that no treatment or any other medical intervention was performed, due to this incident. The facility confirmed that the patient was seen by the physician for a follow up, and was fine and healthy.